Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported a (B)(6)+yo child died on (B)(6) however the child's family notified (B)(6) on monday (B)(6). Child, male, (B)(6)+yo, dob (B)(6), ~(B)(6) lbs, with trach, cchd repaired, pierre robin syndrome and peg feeding tube was off vent during the day and on an ltv 1150 with a fisher-paykel mr850 humidifier, rad-8 and bci capnocheck etco2 at night. I was told the child decannulated himself and the family states the ventilator faulted and there were no alarms from any equipment including the rad-8.